Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage internal battery connector and electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed battery test alarm.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm with prior notification of low battery alarm. Customer states the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.